Event description:
It was reported that there was a decrease in pacing lead impedance measurements across all leads of this cardiac resynchronization therapy defibrillator (crt-d) system due to patient condition. Technical services (ts) analyzed device episode data and determined that the decrease in impedance was most likely due to physiological factors as there were no recorded episodes and no out-of-range lead measurements during the time period. It was noted that this device appears to be functioning as programmed and impedance measurements have returned to normal values. No adverse patient effects were reported. Currently, this right ventricular (rv) lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).